Event description:
It was reported that during a total lap hysterectomy (tlh) procedure, the shaft of the first device got extremely hot and caused a significant burn on the buttocks of the patient (2nd degree). A second like device was opened and the jaws would not open and the surgeon had to open the jaws with his fingers. A third device was opened and used to complete the procedure. Cream was applied to the burn and nothing else.

Manufacturer narrative:
(B)(4). The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete). During functional testing, the device's shaft did not get hot. There were no anomalies noted with the functionality of the device. The device b was received in good condition. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete) during functional testing, the blade did not return after the handle was depressed and the jaw did not open. The jaws were opened by applying an opening force on the handle with two hands. The knife blade was buckled which resulted in the jaws not opening. Device b batch h92c5d, mfg date 8-31-2011, exp date 7-31-2013, (B)(4).

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.